Manufacturer narrative:
Controls were run before and after the incident and recovered within quality control range. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Raw data was requested but not provided. On (B)(6) 2009, the field service engineer (fse) replaced the rf preamp and the voltage supply cable. Root cause was not determined, but maybe related to hardware replaced during subsequent instrument servicing. The instrument did flag test results with instrument generated differential flags that prompt the operator to further review the results. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous differential results were obtained for two patients when using the coulter gen-s system. The test results were appropriately flagged with instrument generated differential flags. Erroneous results were reported out of the laboratory. Both samples were retested. A manual differential was performed. Immature white blood cells, band cells, were seen on the blood smear. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Controls were run before and after the incident and recovered within quality control range. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Raw data was requested but not provided. On (B)(6) 2009, the field service engineer (fse) replaced the rf preamp and the voltage supply cable. Root cause was not determined, but maybe related to hardware replaced during subsequent instrument servicing. The instrument did flag test results with instrument generated differential flags that prompt the operator to further review the results. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous differential results were obtained for two patients when using the coulter gen-s system. The test results were appropriately flagged with instrument generated differential flags. Erroneous results were reported out of the laboratory. Both samples were retested. A manual differential was performed. Immature white blood cells, band cells, were seen on the blood smear. No reports of death or serious injury, and no affect to patient treatment as a result of this event.